Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of 32 mg/dl at the time of the incident. The customer was at 549 mg/dl on the morning of the call and 138 mg/dl after treating the high. The customer used food, glucose tablets, and was given glucagon to treat. The customer experienced symptoms such as not feeling well. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer reported pump physical damage. The customer stated they had a recent kidney transplant. The customer was in the high 20's and low 30's mg/dl range on (B)(6) 2019. The insulin pump will be returned for analysis.